Manufacturer narrative:
H.3., h.6.: the lot number was not provided and the complaint sample was not made available for evaluation. The device history record and sterilization record for this lot have been reviewed and found to be in compliance. The manufacturing review did not indicate that this complaint was due to the manufacturing process. No complaint or manufacturing trend was identified. The root cause could not be determined. This is the second of two reports for the same patient involving two different products. It is unknown which contributed to the event. Refer to the other report filed under the manufacturer's internal reference number of (B)(4). The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Manufacturer narrative:
H.3., h.6.: the complaint sample has not returned for evaluation; the lot number is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. This is the second of two reports for the same patient involving two different products. It is unknown which contributed to the event. Refer to the other report filed under the manufacturer's internal reference number of (B)(4); the manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
As initially reported by a healthcare professional stating that the consumer experienced bilateral keratitis with ulcer after using contact lenses disinfected with contact lens care solutions. Consumer did not report any medical consultation. The current status of the consumer¿s eyes was unknown at the time of this report. No additional information has been requested.